Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause description: undetermined.

Event description:
Material no: 306545, batch no: unknown. It was reported that before use of the syringe 10ml reg pr saline 10ml fill the ndc number on the label is not correct and is causing issues when scanning. The following information was provided by the initial reporter: event description per (B)(4) states, "bd customer service rep transferred caller stating she is having issues with syringes and the ndc number listed on them. She stated the ndc number should have a different 4 digit code in the middle of each ( example ndc number (B)(4) customer rep that transferred caller provided item numbers 306513- 306545 stating the bd item number is the 4 digit code plus the last two digits. ) because that determines the drug in each syringe. It is causing confusion when scanning the items. She provided lot number-3134965 sodium chloride 10ml flush lot number 3135338- heparin 5ml and 10ml flush syringes, she was not aware of the part numbers. "